Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen, resulting in a blood glucose level of 300 mg/dl. The customer administered a correction bolus through the pump, and there was no need for third-party assistance. The technical support team provided guidance on how to press the button but eventually decided to replace the pump due to the persistent issue. A replacement pump with updated software was arranged to be sent to the customer, with instructions for use and return of the faulty pump understood and acknowledged by the caller.